Event description:
The iab was inserted into the pt on 8/11/98 and the pt was transferred from another facility. During surgery at charlotte regional, the iab's inner lumen clotted off and the iab was removed on 8/12/98. On 8/26/98, the following info was reported to datascope: the iab was inserted into the pt on 8/11/98 at 10:00 am at another facility and the pt was transferred. Poor augmentation was noted and the balloon clotted off. The iab was removed on 8/11/98 at 6:00 pm and a second iab was inserted into the pt. The iab was discarded by the facility and will not be returned for eval. [Event complications]: none from the event-reported 8/12/98 and 8/26/98. [Pt's current status]: discharged-rpt'd 8/26/98.